Event description:
It appears sometime in 2005 the sling was implanted. Apparently, 5 months later the sling (mesh) and the screws were removed because the wound became infected and didn't heal properly.